Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement after the pocket was closed. The pocket was reopened and the lead was explanted and a new rv lead was implanted without issue. There were no additional adverse patient effects reported.